Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe failed to cut properly and produced abnormal cutting noises during vitrectomy surgery. Even reducing cutting speeds did not resolve the issue. The surgery was completed after replacing the product with another one. There was no patient impact.